Event description:
The entire device system was explanted in 2004 due to an infection. A necrotized abdominal wound, and the pump being visible due to a wound dehiscence. A follow up report will be sent when additional info is received.

Event description:
Add info from the hap the hcp reportes the pt presented with redness, swelling, drainage, and incisional would opening of the device pocket. A culture of device pocket was positive for e.faecalis. The pt did not have meningitis. The pt was treated with IV antibiotics. The infection reproted to have resoved and the pt out come is ongoing. The pt has risk factors of debilitated status and decubitus ulcer.